Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was leaking. The cuff was checked before anesthesia and was then tight. On one occasion, a leak occurred approximately 2 hours into the operation and the other just before awakening. As the operation was complete, the patient's tidal volumes became smaller and smaller and within a few minutes they were extremely small and the ventilator alarmed for apnea. Manual ventilation was used but the patient was breathing from mouth. The cuff pressure was then less than 10. The cuff pressure was increased to 30 and within a few minutes dropped back to 10. The patient's saturation never fell below 97. Upon inspection of the tube, the leakage was identified at the point where the cuff is welded or glued to the tube. During a later inspection, the cuff was tight. There was patient involvement, but no injury.

Manufacturer narrative:
D9 - date returned to mfg: 2/17/2026. H3 and h6 codes - updated one used device was returned for investigation. The device was visually inspected and there were no damages or anomalies observed. One (1) customer photo and one (1) video were returned showing cuff leakage at the proximal weld. During the functional testing, the trach tube cuff was inflated with air using the returned syringe. The trach tube was then submerged underwater to facilitate leak detection. The leak originated from the trach tube cuff weld (proximal). The complaint of leakage can be confirmed. The probable cause is due to a cuff welding error during manufacturing. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.